Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of inappropriate bursts of anti-tachycardia pacing (atp) and shock therapy and atrial tachy response (atr) episodes. The field representative had requested technical services (ts) to review the ICD device data. Ts reported that two separate events were stored in the device. The first event was observed to have inappropriately delivered one burst of atp and one shock therapy due to rhythm appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). The second event the ICD device recorded one burst of atp and one shock therapy delivered. It was noted that a second shock attempt was aborted by the device. The field representative also noted that the patient started experiencing the inappropriate therapy shortly after being involved in a car accident. Therapy was not exhausted. Ts advised the field representative to consult the physician for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.